Event description:
It was reported that, during a bha, a surgeon felt that a inner head was tight into a centrax. However, he implanted both devices on a patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a size/fit issue involving a centrax liner was reported. The event was not confirmed. The device was not returned. Medical records were not provided for review. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Review indicates there have been no similar events for the reported lot ID.no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that, during a bha, a surgeon felt that a inner head was tight into a centrax. However, he implanted both devices on a patient.